Manufacturer narrative:
Reported event: it was reported that prior to the case the mics trigger was sticking and wouldn't return to its starting position. Product evaluation and results: visual inspection: visual inspection revealed no physical damage. Dimensional inspection: dimensional inspection was not completed. The reported problem was a functional issue. Material analysis: material analysis was not completed because the failure was functional. Functional inspection: functional inspection revealed no physical damage and the product functioned as intended. Trigger on mics did not stick during testing. Product history review: device history records indicate 25 devices were manufactured under lot k09v7 and 23 including s/n (B)(4) were rejected on qt17-07-0032 for missing documentation and 02 devices were rejected for out of specification. All 23 devices including s/n (B)(4) was accepted into final stock when documentation was provided. Review of qt17-07-0032 revealed that the non- conformance is not related to the failure alleged in this complaint. Complaint history review: a review of complaints related to parts in lot number k09v7, p/n 209063 shows 01 other complaint related to the failure in this investigation. The complaint (B)(4). Conclusions: the alleged failure mode was not duplicated. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
As confirmed with the mps, this request involves 2 different mics that failed during the same tka case. Prior to the case the mics trigger was sticking and wouldn't return to its starting position. Replaced mics and proceeded on with the set up with no further issues. During cutting, the blade started to rattled. We checked the blade to ensure it was tight and it was. We proceeded to cut when the surgeon went to check the end of the handpiece, it literally fell apart. Bearings and all fell out. All parts were accounted for and no harm to the patient was done. Replaced the handpiece and proceeded with the case. Surgical delay =15 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
As confirmed with the mps, this request involves 2 different mics that failed during the same tka case. Prior to the case the mics trigger was sticking and wouldn't return to its starting position. Replaced mics and proceeded on with the set up with no further issues. During cutting, the blade started to rattled. We checked the blade to ensure it was tight and it was. We proceeded to cut when the surgeon went to check the end of the handpiece, it literally fell apart. Bearings and all fell out. All parts were accounted for and no harm to the patient was done. Replaced the handpiece and proceeded with the case. Surgical delay =15 minutes.